Manufacturer narrative:
Device evaluation: this file was created in response to a pmcf study encompassing 04 x cases of stent migration that did not require intervention. As this pmcf study was conducted at 03 different sites ¿ germany, spain and the UK, this complaint captures the possibility that these migrations occurred in germany. Please see the related complaints object for all other complaints related to (B)(4). The 04 x evolution esophageal stent system - fc-v2 devices of unknown catalog number and unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review historical data was not reviewed as the lot number is unknown instructions for use and/label review: as per the instructions for use (ifu0067) which accompanies the device, stent migration and/or misplacement are known potential adverse events associated with gi endoscopy. There is no evidence to suggest that the customer did not follow the instructions for use/product label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause can be attributed to stent size used, patient¿s pre-existing condition or if the patient received adjuvant therapy (chemotherapy, radiation etc) following stent placement. From the study, it is known that 04 stents migrated but were not removed at the end of the follow up. It is known that approximately one-third of patients received post-procedure tumor reduction therapy. It is possible that the tumour reduction therapy contributed to the stent migrations reported. Other possible root causes for stent migration include inaccurate measurement of the stricture or inappropriate stent size used. As mentioned above, stent migration and/or misplacement is listed as known potential adverse events following the placement of the device. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: this file was created in response to a pmcf study encompassing 04 x cases of stent migration that did not require intervention. As this pmcf study was conducted at 03 different sites ¿ germany, spain and the UK, this complaint captures the possibility that these migrations occurred in germany. Confirmed quantity of 04 x used devices the migrated stents were not removed from the patients. As per clinical input, the patients did not experience any health consequence or impact. Investigation findings conclude that a possible root cause can be attributed to the stent size used, patient¿s pre-existing condition or if the patient received adjuvant therapy (chemotherapy, radiation etc) following stent placement

Event description:
A supplemental report is being submitted due to completion of the investigation on 02-oct-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Migration not removed.